Manufacturer narrative:
Based on the information provided, the case was assessed as reportable to the us FDA as the event of injection site granuloma deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the hyaluronic acid dermal filler could not be reviewed as the case was reported in literature without mentioning a specific product name and a lot number was not provided. Rolim, l. S. A., barros, c. C. D. S., pinheiro, j. C., oliveira, p. T. D., souza, l. B. D., & santos, p. P. D. A. (2019). Analysis of nine cases of oral foreign body granuloma related to biomaterials. Journal of biosciences, 44(78). Doi: 10.1007/s12038-019-9898-y.]

Event description:
This case was linked to MDR 3013840437-2019-00001 referring to the same literature article. This literature report from brazil concerns a (B)(6) female patient who was injected with hyaluronic acid into the upper lip. Within two years after the hyaluronic acid treatment, the patient developed a foreign body granuloma. In 2014, two years after the treatment, the patient attended a dental care service, presenting a slow and asymptomatic growth lesion located in the jugal mucosa was evidenced in an intraoral examination. The hypothesis was of a non-specific chronic inflammatory process. Incisional biopsy was performed and the presence of numerous different-sized vacuoles, permeated by basophilic amorphous material, presenting blue areas compatible with hyaluronic acid, permeating the whole specimen, was evidenced by histopathology, as well as giant multinucleated cells dispersed throughout the sample and in proximity to the vacuoles. In other areas, the amorphous basophilic material was interspersed by bundles of skeletal muscle fibers, as well as a moderate mononuclear inflammatory infiltrates. The outcome of the event was not reported. In the opinion of the reporter, foreign body granulomas in oral tissues might be related to exogenous materials, used both in dental and dermatological procedures, with a predominance of the use of dermatological fillers, thus, mostly affecting women. This study also contributed to further histopathological evidence of foreign body granulomas, with the identification of asteroid bodies, as well as identification of the materials responsible for the appearance of these lesions, with polymethylmethacrylate as the most prevalent.